Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that physician had difficulties extending the helix before attempting the implant. After placement of the lead in the heart, there were no sensing values. After testing several positions, the screw was stuck and would not advance at all. The lead was attempted, but not used. No patient complications have been reported as a result of this event.